Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is (B)(6) 2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required at this time as the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after 14 days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness, "shaking, loss of balance", and self-treated with "glucono delta-lactona", prior to a non-healthcare professional taking a blood pressure and pulse measurement with no results provided, and ensuring the customer was in a comfortable position. The customer also had contact with a healthcare professional who performed a blood glucose measurement with result of 32 mg/dl and diagnosed customer with hypoglycemia; no further treatment was reported. There was no report of death or permanent injury associated with this event.